Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: while use on patient, balloon was torn. Broken pieces were all retrieved from cavity. New one was opened to complete procedure. No bleeding. No tissue damage. No patient harm. Operating room time not extended.